Event description:
The customer reported that during transport the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). Attempts were made to obtain further information regarding the patient and device repair. To date no further details have been provided.

Event description:
The customer reported that during transport the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but there was no patient harm.